Event description:
It was reported that the tubing of a clearlink system continu-flo solution set separated from the first port. This issue occurred while the set was being used with an unspecified infusion pump. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility- this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the tubing disconnection from the first port resulted in the infusion pump alarming that air was in the system. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.